Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a sigmoid colon procedure, the balloon just popped with no damage to trocar. No other information was provided by the reporter.